Manufacturer narrative:
The device passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during prime test due to faulty force sensor resistor. The excessive no delivery test and occlusion test were unable to be performed due to prime anomaly. The motor was tested outside the device and passed. The pump was received with minor scratches on lcd window and with cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call of motor error and no delivery alarm with the customer's insulin pump. The customer's blood glucose level at the time of incident was 230mg/dl. The customer was assisted with troubleshoot, and two motor error alarms were noted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.